Event description:
End user called to complain that the device was reading the calibration with an error. This was confirmed by phone troubleshooting. The device was replaced and the defective one returned for investigation.